Event description:
During a periodic review of a programming history database, a high impedance event was identified. The device was not programmed off after the high impedance was identified. No further relevant information has been provided to date and no known surgical intervention has taken place to date.